Manufacturer narrative:
Date of event is unknown. The best estimate time would be between 9/9/2020 and 10/13/2020. The intraocular lens (iol) is not returning for evaluation as it was not available; therefore, failure analysis of the complaint device cannot be completed. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The incoming product return lab received an intraocular lens (iol) with a note attached stating the lens was explanted from the patient's right (od) eye; however, the reason was not provided. Through follow-up, it was learned that a tecnis preloaded intraocular lens (iol), 29.0 diopter, serial number unknown, was implanted at another facility. The same doctor who implanted the lens did an exchange because the patient complained of blurry vision and decreased visual acuity (va). The replacement lens is the same model at a higher diopter. No further information provided.